Event description:
Catheter was placed on the right side approximately 6 weeks before the incident occurred. Every time the catheter was flushed, it leaked under the skin. When the nurse attempted to aspirate, air got into the syringe.

Manufacturer narrative:
Product implicated and returned for evaluation is a 9.5fr d/1 catheter w/tissue ingrowth cuff and antimicrobial cuff. Catheter has been divided into two segments, and distal portion containing valves and distal tip is missing. Proximal segment includes bifurcation and extension legs with hub connector legs with hub connectors insertion in them. This segment measures 12.8" long. What appears to be middle section of catheter includes both cuffs measures 4.5" long. Severed ends of both segments appear to have been cut with a sharp instrument. Both lumens of proximal segment appear to be clear. Middle segment is tinted blue at the cuffs. Notes in the file indicate that a blue dye was used through catheter. Tissue ingrowth cuff has brown tissue/blood residue on it and is torn at proximal end. Antimicrobial cuff organic material is missing. Only silicone base remains. Larger distal lumen is clogged with blood residue. Proximal lumen appears to be clear. Three back dots of the 20cm depth marker(4 dots) are present at distal end of this segment. Single red dot is also present on proximal side of segment. A history review of lot number 36ah8982 shows no related manufacturing issues, and no other product complaints reported for this lot. Notes in the file indicate that catheter was in place for one month, and that it never worked. It leaked under skin every time it was flushed, and air was in syringe when blood was drawn. Proximal is flushed through the hubs using a 12cc syringe filled with water and shows both lumens ot be patent. With distal end of tubing occluded with finger pressure, both lumens are pressurized and a leak is seen between the cuffs. Middle segment is flushed using a blunt connector attached to the syringe. Proximal lumen is patent, but leaks from between cuffs when it is pressurized. Distal lumen is clogged with blood residue but is eventually cleared when pressure is applied. A larger leak is also seen from between the cuffs. A tactile exam of the proximal segment of catheter tubing is unremarkable. Middle segment shows a site 1" from the proximal end that has been gripped by serrated jawed hemostats. There is a tear in the tubing htat breaches both lumens between the cuffs. This site is examined under 5x magnification. When tubing is bent is exposes surface which appears glossy and smooth. It appears to be a cut from a sharp instrument. The cut travels diagonally in a distal direction. Part of the tissue ingrowth cuff is lifted from the catheter tubing od and some of the fibers are severed along edge of cut in tubing was inadvertently nicked during placement. This would explain ill performance of catheter from date of placement. Ends of both segments are also viewed under 5x magnification. All ends appear glossy with striations, indicating that they were cut with a sharp instrument, such as scissors. Distal end of proximal segment and proximal end of middle segment match when mated.